Manufacturer narrative:
Ocd performed retained testing and a batch record review. Satisfactory results were observed. Testing of the returned product was performed by ocd to confirm the reactivity of the jka antigen. Patient sample was unable to be tested due to unacceptable sample condition upon receipt. (B)(4).

Event description:
Customer site was performing a validation study. Customer performed an antibody screen and reported there was no reactivity observed with a patient sample later identified to have an anti-jka. No erroneous results were reported.